Manufacturer narrative:
Analysis summary: the reported proximal type ia endoleak could not be confirmed from the single returned CT image. The anatomy at implant is unknown, complete CT¿s were not available, and images during the recent intervention were also not available for return. Analysis of the returned film did not reveal any obvious stent graft or anatomical characteristics that could explain the reported event. No obvious stent graft issues were observed. An large area of possible contrast was seen outside the right limb origin near the flow divider; however, an endoleak and potential source could not be confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 52mm abdominal aortic aneurysm.. It was reported that when the patient returned for follow up on an unknown date a type ia endoleak was suspected. The type ia endoleak was confirmed by intraoperative angiography approximately nine months post the index procedure. A non-mdt renal stent was implanted in the left renal artery and an endurant ii aortic cuff was also implanted. The endoleak was reported to have improved but was not fully resolved. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is being monitored.